Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm and bleeding at the site. The customer¿s blood glucose was 282 mg/dl, 143 mg/dl and the sensor glucose was 52 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend on low or suspend before low event was 58. Low limit in sensor settings was 80. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. Customer states the site was not actively bleeding. The sensor will be returned for analysis.